Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the up/contrast/down/ok buttons were intermittently responding to user inputs, the up/down/contrast keys were misaligned, the contrast key was inverted, the up/down/ok key contacts became inverted during testing, and there was evidence of contamination found under all button contacts.

Event description:
It was reported that the up/down arrow keypad had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.